Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6)2023, (B)(6)2023 and (B)(6)2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer reporting that the v60 ventilator had a blank screen. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device was still having a blank screen after replacing the lcd (liquid crystal display). The customer reported that all connections were confirmed. The customer requested the part number for a replacement user interface pcba (printed circuit board assembly). The investigation is ongoing.